Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined, but there was possibility of this phenomenon is attributed to using non-olympus xenon lamp. The instruction manual of the subject device states appropriate handling, the lamp approved by olympus and the counter-measures against the irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that olympus medical systems corp. (Omsc) was informed during an unspecified procedure with the subject device, an intermittent lamp issues raised. This fault occurred while the endoscope was inside the patient. The user facility waited up to one hour for the arrival of service staff before withdrawing the endoscope, so the procedure time was extended. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.